Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
It was later reported by the patient that "some changes" were made and the patient has not received any inappropriate shocks since then. Follow up with the physician's office disclosed the patient has not been seen since (B)(6) 2011 and the device was "working fine" with no programming changes made. It was later reported, the patient is non-compliant with the follow up visits. Additionally, the patient called and reported hearing the device alert sounding every morning when the device was "turned off" due to a lead that had "fractured".